Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
The products associated with the complaint were returned for investigation. The customer's complaint of discrepant high values was not confirmed during in-house testing. Returned strip testing on the returned meter met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. The returned meter met functional and thermistor testing requirements during investigation. Impedance curve analysis performed on the customer's results of 1.8 and 7.5 revealed these results to be normal in shape and did not have weak slope change or other abnormalities. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Although improper techniques were identified in the complaint, root cause cannot be determined with the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The caller alleged a variance between the inratio inr result in comparison to the lab inr result. The results were as follows: (B)(6) inratio: 7.5; (B)(6) inratio: 1.4; (B)(6) inratio: 1.8; (B)(6) lab: 1.3. Patient self tester said he could not recall if his medication was held or if treatment was given on this day. Patient self tester's therapeutic range: 2.0-3.0. The sample not applied immediately after the fingerstick. Patient self tester was given an unknown injection on (B)(6) to increase his inr after testing on the inratio. No other lab values provided. Patient self tester could not recall if comparisons were done on (B)(6).